Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months later, attempted explantation of inferior vena cava filter. Under fluoroscopy, the inferior vena cava filter was visualized. The vena cava filter was mildly tilted but in an excellent position. Access was obtained under ultrasound guidance to the right internal jugular vein. A 6-french pigtail and an amplatz wire were used to perform inferior vertu cava venography, which demonstrated a patent inferior vena cava filter. Subsequently, using an over-the-wire exchange system, the sheath was upsized to the bard inferior vein cava filter extraction sheath. The extraction device was placed on the filter; however, good apposition of the extraction device and the filter was unsuccessful. Multiple different attempts with this amplatz wire and the extraction device mechanism were used at multiple angles and views unsuccessfully. Subsequently, the amplatz wire was removed, and a whaley wire was used again with the inferior vena cava filter extraction device. Multiple different views, multiple different angles and multiple different attempts were again made unsuccessfully. This system was removed once again, and a second whaley wire was utilized again the inferior vena cava filter extraction device, multiple different angles, multiple different attempts and multiple different techniques all being unsuccessful in appropriately appositioning the extraction mechanism on top of the filter itself due to the tilted angle that the filter had. Subsequently, a snare was used multiple times to attempt to snare the hook of the filter unsuccessfully. Subsequently, a 6-french multipurpose guide and the snare were used in multiple different attempts again and using multiple different angles and views were utilized again unsuccessfully. Once again, the wholey wire and a new inferior vena cava filter extraction mechanism were used. A new extraction device fair the bard system was utilized with a new wholey wire. Again, multiple different attempts were all unsuccessful. Post procedure inferior vena cava venography was performed which demonstrated patent filter. No complications. The filter, itself, had not moved. Therefore, the investigation is confirmed for the alleged filter tilt and retrieval difficulties. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and device unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.